Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Additionally, it was reported that the pump displayed past cgm values on the bolus menu. After exiting the bolus screen and reentering the same screen the issue resolved itself. Customer¿s blood glucose level was 220 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.